Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump successfully and provided instructions for future issues, with the customer understanding to call back if the malfunction recurs.